Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas check valve was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
During pre-use check out, the unit did not pass the inspiratory flow valve test resulting in loss of mechanical ventilation. No patient involvement.